Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (1.5 grams, route, frequency, and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, after completing fourteen days course, all antibiotics were stopped. On an unreported date, the patient was reported to be recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.